Event description:
It was reported that the patient with a cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) pacing impedances on the left ventricular (lv) lead measuring greater than 2500 ohms. Additionally, noise was observed however, it was not oversensed. Technical services (ts) informed the noise is from the respiratory rate trend (rrt) sensor. Ts recommended to consider turning off rrt to prevent any further noise and to bring the patient in to further evaluate. At this time, this crt-d and lv lead remains in service. No adverse patient effects were reported.